Event description:
The operator inadvertently left the waste line connected to the saline bag during a routine hemodialysis treatment, causing it to fill and leak. Treatment was discontinued without performing rinseback, resulting an estimated blood loss of 190cc. The pt's hb decreased from 10.4 g/dl on (B)(6) 2012 to 9.4 g/dl on (B)(6) 2012. Epogen was increased from 20,000 units 1xweek to 25,000 units 1xweek. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The event is attributed to the operator not disconnecting the waste line from the saline bag after the prime and alarms test was completed as instructed in the user's guide. The user's guide contains adequate instructions for cartridge and pt connections for treatment. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.